Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm . No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and pump was exposed to a change in altitude. The customer could not clear the alarm the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No frozen screen anomalies noted during testing; time advanced properly. No stuck button alarms or blank display anomalies or audio/beep anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on printed circuit board was not unlocked during visual inspection. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.